Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days following a laparoscopic low anterior resection, the patient became sick and had to go back for additional surgery. The patient was given stoma. There was an unanticipated tissue loss and tissue damage. The patient had an extended hospitalization. The patient's post stoma has not been booked yet.